Event description:
The customer reported the channel of the evis lucera elite gastrointestinal videoscope was found to be clogged during reprocessing. The intended procedure was finished with the scope without delay. The type of procedure was unknown. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the air/water channel was clogged by unknown foreign material. The foreign material was unable to be removed from the scope. The contact pin of the connector was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.